Event description:
An ophthalmic surgeon reported that air came out from the infusion line during a procedure. They exchanged the product with another with the same lot number, but the problem was not resolved. Then they exchanged with another product with a different lot number and the problem was resolved. The procedure was completed with no pt harm.

Manufacturer narrative:
A sample has been rec'd but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).